Manufacturer narrative:
The glidescope go video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned system and could not duplicate the reported issue through simulated use testing. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was certified and returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using glidescope go video monitor, the image froze and the device became unresponsive. The customer indicated the procedure was completed; however, the type of device used to complete the procedure and the length of time to prepare the second device were not reported. No harm to the patient or user was reported.